Event description:
It was reported that during the procedure, the distal electrode of the ablation catheter broke and no power was delivered. The procedure was completed by changing the device without any patient consequence. On (B)(6) 2014, upon receiving the product in biosense webster lab, it was noticed that char on proximal end of electrode #1 making this event reportable.

Manufacturer narrative:
(B)(4) it was reported that the distal electrode of the ablation catheter broke, no power delivered the returned device was visually inspected upon receipt and catheter distal section was found in good conditions. No damage was observed. However, char was found close to electrode #1. This condition was not reported by the customer. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the char remains unknown.

Manufacturer narrative:
(B)(4).